Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During a posterior cervical fusion, while implanting the virage screw it was stripped out. After trying to disconnect and then reconnect the driver, the stab and grab driver was tried to see if that could advance or remove the screw with no success. At this point the screw was stuck half way implanted in the pedicle so the doctor decided to place a small rod and set screw on the screw and attempt to back it out with the counter torque. While trying to back it out, the tulip sheared off of the threads. The doctor used a broken screw removal set from the hospital and removed the broken shank.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The device was visually inspected showing that the screw is sheared off under the tulip head, the screw head hex is stripped and the threads are damaged. The complaint is confirmed. The DHR shows that there were no nonconformances or manufacturing issues noted that may have contributed to the event. The root cause cannot be conclusively determined, however it is likely that a damaged hex on the driver while inserting the screw may have been a contributing factor in stripping the head of the screw. Additionally, the immense torque that was applied in the second attempt to back the screw out likely overcame the mechanical integrity of the device leading to the fracture below the tulip head.